Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider confirmed the reported issue and replaced the single board computer printed circuit board.

Event description:
It was reported that during patient use a ventilator was turned off the treat the patient. When it was turned back on, the display froze. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
Covidien reference number: (B)(4). Although medtronic was not authorized to conduct a failure investigation, the third party returned a sbc (single board computer). Investigation was performed on the component but the alleged malfunction could not be confirmed.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.